Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was also noted that the patient experienced bradycardia. X-ray confirmed the left ventricular lead was dislodged. The lead was explanted and replaced on (B)(6) 2014.

Event description:
It was reported that the physician suspected the ventricular lead had dislodged. Upon an x-ray, dislodgment was confirmed. The lead was explanted and replaced.

Manufacturer narrative:
Model and serial numbers should have been 1458q/75, (B)(4) rather than 1888tc/52, (B)(4).